Manufacturer narrative:
This report is being sent as a final. The event was caused by a delivery issue. No further investigation is required. Customer's products were replaced.

Event description:
Customer reported that in 2010 due to a delivery issue involving a replacement meter, he was unable to test and subsequently experienced a loss of consciousness. Customer noted that after eating breakfast he self-administered 17 units of regular insulin and then went to sleep on the couch. His wife noticed his skin color was off, started to give him juice and then called the paramedics. Customer was given an intravenous infusion of 50% dextrose. Customer also self-treated by eating food. There was no report of death or permanent injury associated with this event.